Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 for diabetic ketoacidosis. The customer also reported having high blood glucose levels of 500mg/dl. The customer stated that they are no satisfied with the insulin pump because it keeps shutting off. The customer is pregnant. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).